Manufacturer narrative:
The following fields have been updated with additional/corrected information: b3, b5, d1, d4, d5, e3, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 30-may-2022 to 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly displayed a black screen during the procedure. A technical support specialist removed all power management saving settings for nic and usb in device manager and verified to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system screen went unexpectedly blank before an emergency c-section. The device was rebooted and initiated updates causing a delay of 15-20 minutes. The required medications, oxytocin, phenylephrine bag, ephedrine, propofol/succinylcholine, fentanyl, morphine, zofran, dexamethasone, had to be retrieved from pharmacy. The customer confirmed there was no harm but stated that the event could have been fatal to the patient/baby if bleeding started again. The c-section was escalated to "stat/apha" but there was no adverse event reported.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed black screen before the start of an emergency cesarean section. The device was rebooted and had to wait 15 to 20 minutes to troubleshoot before the patient was brought in. The required medications were oxytocin, phenylephrine bag, ephedrine, propofol/succinylcholine, fentanyl, morphine, zofran, dexamethasone. Customer confirmed that there was no harm to patient but could have been fatal or serious to patient and baby if patient had started bleeding again and cesarean section escalated to "stat/apha".

Manufacturer narrative:
Upon investigation of the actual device used in the incident it was determined that the black screen may have been due to power management settings. A technical support specialist disabled all power management settings with the device and the issue did not reoccur. The system functioned as intended.